Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient had their implantable neurostimulator (ins) battery and surgical lead replaced on (B)(6) 2017. The manufacturer representative wasn't there for the procedure, but was told that it was a very difficult lead placement. On (B)(6) 2017, the manufacturer representative met with the patient and was unable to get stimulation to the correct side. All programming gave the patient left sided coverage, when it was the right side that they needed. The issue was not resolved. It was noted that the patient has a follow up appointment scheduled with their healthcare provider (hcp) within a week. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is chest wall.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that further actions/interventions taken to resolve the issue of stimulation on the wrong side was a planned lead revision on (B)(6) 2017. The cause of the stimulation on the wrong side and lead placement issue was the replacement lead and the physician could not maneuver it to the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.